Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph of the sample was provided for evaluation. During photographic inspection brown spots were observed in the drip chamber near the sealing surface of the spike and drip chamber. The particles were determined to be embedded particles caused by a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink continu-flo set had particulate matter within it. This was found before use. There is no patient involvement. No additional information is available.